Event description:
The patient experienced overly sound stimulation followed by loss of lock. External equipment has been exchanged and programming changes have been done, however, the problem did not resolve. Testing of the device showed a delay in obtaining lock. Surgery to explant the patient's device has been scheduled.